Manufacturer narrative:
Radiometer has investigated the provided data. The provided data indicates that there has been an error on the reference electrode and/or membrane. In the period from (B)(6) 2021 to (B)(6) 2021 there are some high values for positive ions (na+ og ca++) and low for the negative ion (cl-). This will cause a increased anion gap (ag=na - (cl-+hco3-)). It is visible in the system log that the refence electrode has been replaced (B)(6) 2021 and it seems like the problem was solved at that point. Based on the provided data radiometer cannot currently conclude on a root cause. For further investigation of the root cause radiometer has therefore requested the reference electrode used before (B)(6) 2021.

Manufacturer narrative:
The component code will be filled in when the root cause investigation has been finalized.

Event description:
According to the complaint a customer experienced elevated na measurements on an abl800 analyzer, noticed by an elevated anion gap. New measurements gave normal values. The first deviating measurement was first seen on january 25th, 2021. The qc results were at that time normal. A few days later the qc also showed deviations. There was no patient affected by the results. Staff noticed the strange values before treating the patients. So there were no actions done on the "wrong" results. (Several measurement results were provided for each of the 11 patients. The below measurement results represent the most deviating na measurement result obtained for each of the 11 patients, this is why the earliest date below is 2021-01-27 and not 2021-01-25 where the first deviating results were observed): (B)(6).the reference electrode was exchanged with one from another abl and the membrane was replaced. After this there were no more deviations in the results. On (B)(6) 2021 radiometer received information from the customer regarding discrepant na measurements on an abl800 analyzer. However, the comparison measurements enabling radiometer to evaluate the clinical impact was first received from the customer (B)(6) 2021, why this is considered the awareness date of the potential health hazard.

Manufacturer narrative:
The cause for the deviating measurements is due to the reference electrode. The possible causes why the reference electrode is affected are either due to 1) clot in the analyzer, or 2) an affected reference electrode, or 3) something in the patient sample there can affect the measurement. It is not possible to investigate if the affected measurement is due to the patient sample because there are no patient ID in the patient log. After reference electrode replacement procedure, no deviated measurement have been observed.